Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The serial number provided by the customer in the initial report was deemed invalid upon extended investigation and therefore section has been updated to unk.

Event description:
A customer reported receiving a "replace sensor" message after 7 days of using the adc freestyle libre sensor. Customer further reported experiencing unspecified symptoms of hypoglycemia and loss consciousness which resulted in the a car accident. The customer had contact with a healthcare professional who diagnosed them with hypoglycemia and received a glucose infusion as treatment. The customer was hospitalized for an unspecified time due to the car accident. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4 serial number has been updated from unk to (B)(6) based on the returned product. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues or signs of misuse observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and was properly seated in the mount. Removed sensor plug and inspected sensor plug assembly and no failure mode observed. Sim-vivo test was performed, and results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving a "replace sensor" message after 7 days of using the adc freestyle libre sensor. Customer further reported experiencing unspecified symptoms of hypoglycemia and loss consciousness which resulted in the a car accident. The customer had contact with a healthcare professional who diagnosed them with hypoglycemia and received a glucose infusion as treatment. The customer was hospitalized for an unspecified time due to the car accident. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message after 7 days of using the adc freestyle libre sensor. Customer further reported experiencing unspecified symptoms of hypoglycemia and loss consciousness which resulted in the a car accident. The customer had contact with a healthcare professional who diagnosed them with hypoglycemia and received a glucose infusion as treatment. The customer was hospitalized for an unspecified time due to the car accident. There was no report of death or permanent injury associated with this event.